Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the tandem user guide states: "you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that after the pump was exposed to higher temps in the sun, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.